Manufacturer narrative:
The investigation into the removal issues has been completed since the initial report was submitted. The console was returned and tested, and visually inspected under a digital microscope and was confirmed to be missing the purge retainer and flag. As a result, it was confirmed that the console had aic - purge disc/flag issues the root cause for the missing purge flag was a broken retainer. To conform to updated procedures, section d2 was revised with updated information.

Event description:
The complainant reported that when removing the purge cassette after impella 5.5 was explanted, the blue ¿wings¿ of the aic where the purge valve is inserted broke. There was no harm to the patient.

Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.